Event description:
As reported by an affiliate, a 3.0 x 18mm cypher select plus hub was determined to be leaking due to a crack. The stent delivery system was removed and another device was used to complete the procedure. The target lesion was the left anterior descending artery. There was no injury to the pt.

Manufacturer narrative:
The reported customer complaint of the hub crack was confirmed through failure analysis and determined to be related to the manufacturing process. A dpra and CAPA were opened to address this type of issue with the cypher product.